Event description:
It was reported that this patient with a pacemaker presented to the emergency room (ER) with complaints of pocket stimulation. Upon interrogation, the device was found to be in safety mode. Technical services was contacted, and it was recommended to replace the device. Subsequently, the device was explanted and replaced successfully. The device is expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a pacemaker presented to the emergency room (ER) with complaints of pocket stimulation. Upon interrogation, the device was found to be in safety mode. Technical services was contacted, and it was recommended to replace the device. Subsequently, the device was explanted and replaced successfully. The device is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that critical therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.